Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the failure mode as hardware. The fse replaced the ise buffer valves and solenoid valve to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. Initial ise results were reported out of the laboratory for one patient sample. Upon review by the nurse, this patient sample was repeated and results were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for two patient samples. Note: customer did not specify which patient sample that they had reported the initial ise results out of the laboratory.